Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
Clinical information: (B)(6) - vantage, patient site ID: (B)(6). It was reported that on (B)(6), 2022, a navitor 25mm valve was implanted into a patient. Prior to procedure on admission, the patient showed moderate thrombocytopenia and had a hemoglobin levels was 13.9 mg/dl and platelets 95 103/ul. The patient had a baseline thrombopenia and experienced a decreased in the platelets which was less than 50% (from 92000 to a minimum of 74000). This drop in his hemoglobin is considered to be related with the procedure (drop related with the blood lost during the procedure) without any vascular or bleeding complication. During the procedure, 7000 iu of sodium heparin were administered, resulting in activated clotting time (act) levels of 328 seconds, 289 seconds, and 339 seconds. The moderate thrombocytopenia worsened after procedure; no intervention was performed. Several occasions of reduction in the platelet count after procedure were noted without vascular complications. The decrease is not consider significant with a minimum of 11.4 mg/dl. The drop is not significant without any overt bleeding and navitor valve was functioning well. On (B)(6) 2022, it was reported that a discharge echocardiogram showed elevated aortic valve mean gradient 28 mmhg, but the patient is asymptomatic. On (B)(6) 2025, a transthoracic echocardiogram revealed a continued elevated aortic valve gradient. The 25mm portico ng/navitor valve implanted in the patient was found to have stenosis. On (B)(6) 2025, a computed tomography scan was performed and revealed valve thrombosis. On (B)(6) 2025, following the discovery of valvular thrombosis, the patient was prescribed apixaban. There are no recent international normalized ratio (inr) test results available. The patient does not have any hematologic disorders or systemic illnesses that could contribute to hypercoagulability and is not taking any medications, including over-the-counter drugs, that could promote thrombus formation. The patient is currently stable and asymptomatic.

Event description:
Clinical information: (B)(6) vantage, patient site ID: (B)(6). It was reported that on (B)(6) 2022, a navitor 25mm valve was implanted into a patient. Prior to procedure on admission, the patient showed moderate thrombocytopenia and had a hemoglobin levels was 13.9 mg/dl and platelets 95 103/ul. The patient had a baseline thrombopenia and experienced a decreased in the platelets which was less than 50% (from 92000 to a minimum of 74000). This drop in his hemoglobin is considered to be related with the procedure (drop related with the blood lost during the procedure) without any vascular or bleeding complication. During the procedure, 7000 iu of sodium heparin were administered, resulting in activated clotting time (act) levels of 328 seconds, 289 seconds, and 339 seconds. The moderate thrombocytopenia worsened after procedure; no intervention was performed. Several occasions of reduction in the platelet count after procedure were noted without vascular complications. The decrease is not consider significant with a minimum of 11.4 mg/dl. The drop is not significant without any overt bleeding and navitor valve was functioning well. On (B)(6) 2022 it was reported that a discharge echocardiogram showed elevated aortic valve mean gradient 28 mmhg, but the patient is asymptomatic. On (B)(6) 2025, a transthoracic echocardiogram revealed a continued elevated aortic valve gradient. The 25mm portico ng/navitor valve implanted in the patient was found to have stenosis. On (B)(6) 2025, a computed tomography scan was performed and revealed valve thrombosis. On (B)(6), following the discovery of valvular thrombosis, the patient was prescribed apixaban. There are no recent international normalized ratio (inr) test results available. The patient does not have any hematologic disorders or systemic illnesses that could contribute to hypercoagulability and is not taking any medications, including over-the-counter drugs, that could promote thrombus formation. The patient is currently stable and asymptomatic. No additional information was provided.

Manufacturer narrative:
An event of drop in hemoglobin and elevated aortic valve mean gradient, device stenosis and valve thrombosis was reported. A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. Based on the information received, the drop in hemoglobin was considered to be related to the blood loss during procedure. Based on the information received, the exact cause of the reported event could not be conclusively determined. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. The reported unexpected intervention is a result of the medication administered (apixaban) for thrombosis. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.